Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 5.4, 6.6, 6.8, and 5.0 inr. The corresponding lab result reported was 3.8, 4.6, 5.16, and 3.5 inr.